Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced discomfort, pain, swelling, and edema. All device components were explanted. No further information has been obtained despite good faith efforts.